Event description:
It was reported that a lead integrity alert was triggered on the right ventricular lead. The lead was noted to have short v-v intervals, non-sustained ventricular tachycardia episodes, and diminished r-waves. The lead was replaced. No patient complications have been reported as a result of this event.